Manufacturer narrative:
There are no allegations or indications of any system or component failure. The system was explanted due to the patient's medical condition and need for frequent MRI scans.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. After having the system activated, the patient is reported to have developed other undisclosed issues with that same extremity that are unrelated to the nalu system. Per the physician, the patient will require frequent MRI scans and thus a full system explant was performed on (B)(6) 2024.